Event description:
New information noted that the right atrial lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing and some episodes were identified as due to electro-magnetic interference. No intervention was performed. The patient was stable.